Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that the previously reported information on 2024-05-09 was confirmed with the physician account.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving int rathecal gablofen 500/mcg at a dose of 100mcg/day via an implantable pump for unknown indications for use. It was reported that the doctor had issues with the catheter shredding during an implant attempt. The patient had no symptoms or external issues. No troubleshooting or interventions were performed. The issue was resolved at the time of the report and the patient's status was "alive-no injury". The patient's weight and medical history was asked but was unknown. It was further reported that a surgical intervention did not occur and was not planned. Additional information received from a manufacturer representative (rep) indicated that the pump was not replaced on (B)(6) 2024. On (B)(6) 2024, they were implanting an entire new system. The rep further stated that there was nothing in the body, that was why they were implanting a new catheter on (B)(6) 2024. It was unknown as to why the catheter was shredding, possible needle issue or physician technique, but nothing was determined. All of the catheters referenced in the previous report were shredding. The rep also stated that they were not in possession of any attempted or removed product.

Manufacturer narrative:
Continuation of d10: product ID: 8780, serial# (B)(6) implanted: (B)(6) 2024, explanted: (B)(6) 2024, product type: catheter; product ID: 8781, serial# (B)(6), implanted: (B)(6) 2024, explanted: (B)(6) 2024, product type: catheter; product ID: 8781, serial# (B)(6), implanted: (B)(6) 2024, explanted: (B)(6) 2024, product type: catheter; product ID: 8780, serial# (B)(6), product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 15-mar-2026, UDI#: (B)(4) ; product ID: 8781, serial/lot #: (B)(4), ubd: 23-feb-2026, UDI#: (B)(4); product ID: 8781, serial/lot #: (B)(6) , ubd: 23-feb-2026, UDI#: (B)(4); product ID: 8780, serial/lot #: (B)(6) , ubd: 13-mar-2026, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.